Manufacturer narrative:
The used catheters were not returned to manufacturer for inspection.thirty unused returned catheters were controlled, no deviating catheter was found.no previous complaints for this lot number were reported. No deviations were found in the batch documentation for the lot. Without the benefit of examining and testing the used devices, wellspect healthcare is precluded from commenting on the condition of the device or cause of occurrence. Should the device or additional information be received, a follow-up report will be filed.

Event description:
According to the reporter, the patient experienced pain when inserting the urinary catheter. When he removed it, a small plastic piece came out. Some bleeding occurred, but stopped quickly. At another occasion when inserting the catheter, the patient experienced pain which might have originated from a sharp edge of the hole. No bleeding occurred. At both these occasions the patient had a urinary tract infection (uti).